Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. (B)(4).

Event description:
The manufacturer representative (rep) reported that during the post trial programming, they couldn't get the right coverage. X-rays were performed and confirmed that the leads had moved. There was a report that there was nothing they could do at the point about lead placement and the patient's dressing was left intact and never removed. At the lead pull, the leads were removed and thrown away along with the multi-lead trialing cable (mltc). It was reported that it was unknown if the issue was resolved at the time of the report. It was reported that it was a trial patient and when in the room to try and program, the trial set within minutes of having their trial leads placed.